Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was evaluated and a system upgrade was determined to be required. Multiple system components were replaced and the system was upgraded to version 30 software. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited a monitor problem. Additional information was received from the field service engineer determined that the system software was not booting up. No patient serious injury or death was reported related to this event.